Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 400 mg/dl associated with an alert for consecutive motor stalls, which was addressed by restarting the device and completing a full supply change; follow-up showed glucose trending down to 271 mg/dl. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included user communications and analysis of information provided by the user or third party. Investigation of this case revealed a communications-related issue was identified and the event was associated with a failure to infuse involving the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.